Event description:
Target was informed that during an embolization procedure, a gdc coil got stuck inside a fastracker-10 catheter at 50cm distal to the hub. The gdc and the catheter were removed from the body. There was no impact to the pt's health. It was discovered during the product evaluation on 4/17/98 that a condition of the catheter contributed to the gdc coil separating thus making this complaint a MDR.